Event description:
Customer reported unexpected negative reactions with crrid extend ii, lot dn023, when testing a patient sample containing anti-jka on the echo.

Manufacturer narrative:
Instrument images were evaluated; cells #4 and #8 on the extend ii panel are both homozygous jka cells and both resulted as negative. Visually the well images looked positive(1+). Cell #12 is also homozygous for jka and resulted as equivocal(?) But looked visually positive(1+). Cell #13 is a heterozygous jka cell that resulted equivocal(?) But visually well image looked positive(1+). Residual volume was within range. Washer dispense accuracy and probe dispense accuracy were are within range. Camera calibration averages were acceptable;. Camera images appeared optimal. Camera calibration and alignment had not been done since installation. Customer performed camera calibration, and the reactions on crrid looked better than previously. The product had expired prior to receiving the complaint; therefore, no additional serological testing was performed. The presence of the jka antigen on crrid, lot dn023, was verified through lot release records. The customer did not return product or sample for investigation.